Event description:
The svc repair tech (srt) reported that during notice of field correction (nfc) of the device, when attempting to update system-1 roller pump software for nfc, the software update failed, which resulted in wiping out the older software version and will not re-install. Pump would not power up, nor would the cooling fans. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the six inch roller pump pod with a new pod, updated software, performed preventive maintenance (pm) inspection, verification and release testing. The roller pump operates within manufacturer's specifications.